Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction and no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device produced audible sound. The reported allegation was not replicated. Based on the results from the evaluation, it is determined that the device was working as intended. The root cause is unknown.